Event description:
It was reported that the patient with this pacemaker was hospitalized due to a fall from a syncopal episode. Boston scientific technical services (ts) was consulted and referred the health care professional (hcp) to contact a local field representative for further evaluation of the device. No additional adverse patient effects were reported. At this time, this device remains in service.